Event description:
A malfunction alarm was reported, specifically malfunction code 16, concerning a customer's pump. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to switch to manual daily injections (mdi) as a backup therapy. The pump, which was under warranty, was arranged to be replaced by technical support, and guidance was provided for returning the faulty pump. The customer acknowledged understanding the instructions.